Event description:
It was reported that the caller updated time, personal profile, or biq/ciq settings, including sleep schedules. The customer¿s blood glucose level was displayed as "low," but a specific value was unavailable. The customer consumed carbohydrates to address the low blood glucose level, required no assistance from a third party, and experienced no injury due to the event. Technical support assisted in updating the correction factor setting and advised checking in with the healthcare provider whenever settings are updated, which the caller acknowledged and understood.